Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported experiencing fill resistance issues with 5 cartridges. Customer declined to provide further information or undergo troubleshooting for the issue. There was no reported impact to the customer's blood glucose level.